Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after successfully completing the load process with approximately 140 units, the customer accidentally reinitiated the cartridge change sequence, and received a minimum fill notification when going through the load process. There was no reported impact to the customer's blood glucose level, but the customer reported feeling "stable". Reportedly, a new cartridge was successfully loaded and insulin delivery was resumed.